Manufacturer narrative:
(B)(4). Sample was indicated for return and follow ups to the account have been made for the return of the device. However, the account has yet to return the device.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: the trocar rubber seal tore upon insertion of the endoclip. Pieces of the rubber were found in the patients abdomen and were all retrieved. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Patient current status reported as ok. The device will be returned for evaluation.